Event description:
Reporter indicated that it is suspected that the patient's lead has become disconnected from the generator. It was reported that there is a lump at the generator site that is both visible and palpable. It is not known whether the patient feels device stimulation because the patient is nonverbal. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. Review of x-rays did not reveal any obvious discontinuities in the vns therapy system. Investigation to date has been unable to determine whether the lead and generator are properly connected.